Event description:
It was reported by the customer that in pyxis medbank es system ordered medication was unable to issue. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software settings configuration issue. A technical support specialist advised the customer to reach out to the pharmacy to have them correct the order and add the item to the patient's charges to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.